Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the graftmaster stent system was going to be implanted as treatment to seal a perforation caused by another device; however, the graftmaster system failed to reach the perforation. Another unspecified device was used to seal the existing perforation. There was no adverse patient sequela. No additional information was provided.